Event description:
The customer complained that the catheter was inserted and showed a negative reading.

Manufacturer narrative:
Investigation results & findings a full review was carried out on our complaints log for the past 24 months. There were no associated CAPA's. There were two previously confirmed complaints over the past 2 years. 27823 1104b units sold within the past two years, which gives a failurerate of 0.01%. Review of medical device hazard analysis shows incident to identify as a non hazard. The device was returned for investigation: results: depot repair confirmed failure. Receiving and functional testing was conducted.catheters reading was out of tolerance for the l run of the photometer test. It was noted that there was a notable delay in displaying the pressure readings after pot changes occured and the catheter was sensitive to any pot adjustments that were made.the catheter was not functioning as intended. This issue will be continued to be monitored.

Manufacturer narrative:
Patient information: no patient injury reported, device malfunction occurred. Date of event requested from the customer but information not yet provided relevant tests / laboratory data - this section is not applicable as no patient injury occurred. Other relevant history, including preexisting medical conditions: this section is not applicable as no patient injury occurred. Suspect products: not applicable. Serial #: this section is not applicable as the medical device does not have a serial number. If implanted date (mm/dd/yyyy): this section is not applicable as the medical device is not implantable. If explanted date (mm/dd/yyyy): this section is not applicable as the medical device is not implantable. Reprocessor name and address: this section is not applicable as the medical device is not a single-use device that was reprocessed or reused on a patient. Concomitant medical products and therapy dates (excluding treatment of event): this section is not applicable to this type of device. For use by user facility / importer - not applicable as we are not a facility or importer of device. If nd, give protocol #: this section is not applicable as the medical device is not ind. Adverse event terms: this section is not applicable to medical devices. If remedial action initiated , check type - this section is not applicable as no remedial action was initiated. If action reported to FDA under 21 usc 360i (f), list correction / removal reporting number: this section is not applicable as there was no action reported under 21usc 360i(f).

Event description:
Catheter was inserted and showed a negative reading.